Event description:
A falsely elevated troponin result was obtained. The result was not reported to the physician, as this laboratory's policy is to repeat positive samples. The initial result was 0.75 ng/ml. The retest on the same sample was 0.01 ng/dl. Pt treatment was not prescribed or altered. There were no reports of adverse health consequences as result of the falsely elevated troponin result. The operator reported that inspection of the sample tube after the first test showed fibrin clots, that were likely to interfere with instrument sampling.